Event description:
During a coronary drug-eluting stenting treatment procedure, the shaft of the delivery device broke. The calcified lesion in the tortuous lad had not been predilated. While introducing the taxus express2 stent, the shaft of the catheter broke. No pt injuries or complications were reported.